Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl and an injection of insulin was administered to address the bg level. The customer stated that the high bg was caused by eating dinner late that day.